Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. No additional information was received. Strong resistance was experienced during removal of the catalyst 6 catheter from the patient¿s anatomy, and during removal it was noted to be broken. The device was returned and confirmed to be broken, stretched and deformed. It is probable that the device was damaged during removal from the patient anatomy due to some procedural or anatomical factors that was presented during the clinical procedure. An assignable cause procedural factors was assigned to the as reported issues catheter shaft broken/ fractured during use, catheter difficult removing/ withdraw and to the analyzed issues catheter shaft stretched, catheter shaft broken/ fractured inside patient and catheter shaft deformed, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of anticipated procedural complication was assigned to the reported patient vessel dissection and patient medical intervention required as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted to the with the direction for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject device was used during the thrombectomy procedure for acute ischemic stroke (ais) at the internal carotid artery (ic) ¿ middle (m1) segment. The dissection was confirmed at the origin of the internal carotid artery and the case was done after two pass using non-stryker aspiration catheter. A non-stryker stent was deployed, and thrombus was retrieved using the distal access catheter (subject device). The physician encountered strong resistance when trying to remove the distal access catheter out of the patient¿s anatomy and the catheter shaft was found broken. The thrombus was not removed completely; however, the bypass was confirmed, and the procedure as completed. No known patient consequences reported due to this event. No additional information was provided. Based on additional review of the reported event on december 03, 2019, vessel dissection was found at the internal carotid artery (ic) origin after 2 passes with the distal access catheter (subject device) and a stent retriever. The clot recovery was suspended and carotid artery stenting (cas) was performed on the ic original by placing carotid stent.

Event description:
It was reported that the subject device was used during the thrombectomy procedure for acute ischemic stroke (ais) at the internal carotid artery (ic) ¿ middle (m1) segment. The dissection was confirmed at the origin of the internal carotid artery and the case was done after two pass using non-stryker aspiration catheter. A non-stryker stent was deployed, and thrombus was retrieved using the distal access catheter (subject device). The physician encountered strong resistance when trying to remove the distal access catheter out of the patient¿s anatomy and the catheter shaft was found broken. The thrombus was not removed completely; however, the bypass was confirmed, and the procedure as completed. No known patient consequences reported due to this event. No additional information was provided.